Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a 23 g x 1 in. Bd integra¿ 3 ml syringe with detachable needle broke off in a consumer's stomach during an injection. The consumer went to an emergency department and received an ultrasound and x-rays. The broken needle was not seen or removed. A physician advised the consumer that he could have exploratory surgery of leave the needle in place. No further details for this incident were provided.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. It should be noted that this product is manufactured with a safety feature that retracts the needle. It is likely that the needle has retracted into the barrel of the sample in question. Without a sample to evaluate, further investigation is not possible. Based on the investigation performed, unconfirmed: bd (B)(4) was not able to duplicate or confirm the customer's indicated failure. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.